Event description:
During the index procedure the patient had 3 endeavor sprint rx drug-eluting stents implanted to the mid rca. The patient underwent a staged procedure 3 days post index procedure. One endeavor sprint drug eluting stent was implanted in the cx. Approximately 4.5 months post index procedure it is reported that the patient suffered an mi. The investigator assessed that there was no relationship between the event and the study device. Approximately 4 days later it is reported that the patient expired. Cause of death was assessed to be due to an infection. Ref MDR#s 9612164201100728, 9612164201100729, 9612164201100730.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).